Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead impedances were high. There was no capture in unipolar so the lead was left in bipolar. Impedances are stable.

Event description:
It was reported that the lead has shown a decrease in impedance and has loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.